Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a few hours after insertion, the measurement of blood pressure was compromised; results of the monitoring were not the same as the "tensiometer." Subsequently, the measurement of tension has not been possible at all and as a result, the md removed and replaced the catheter. It was noted in the report that the initial insertion was successful and the md could not determine why this event occurred. There was no reported patient death or injury. Medical/surgical intervention was not required. The insertion site was the radial artery of the patient. It is unknown if therapy was delayed or interrupted. It is unknown if there were any reported patient complications. The patient outcome is unknown. Additional information received on (B)(6) 2011 from the sales representative stated that the insertion site was radial and the event occurred in (B)(6) 2010. The user remembers that the intervention was delayed, but he does not remember the amount of time. There was no clinical consequence for the patient. The patient was fine. Another product code was successfully used.